Event description:
It was reported that the device would not power on with a known good battery. There was no report of patient involvement associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio determined the cause of the malfunction to be a shorted transistor, designator q16. A replacement device was provided to the customer.